Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin or metal piece came loose in mouth - oral-b [device breakage]. Case narrative: a parent via e-mail stated that a metal pin/piece of the oral-b kids toothbrush heads came loose in their daughter's mouth. No injury was reported. 12-jun-2024 follow up via digital safety assessment survey: the consumer was a 9-year-old female. No injury was reported.